Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging chocked up. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found no evidence of sound abatement foam degradation or breakdown. The manufacturer did observe evidence of contaminant present in the device. The manufacturer found there are dust/dirt contamination throughout device enclosure, and airpath, suggesting a source external to the device. The manufacturer also found paper like contaminate in the airpath. The device's event logs were downloaded and reviewed. The manufacturer found to contain 1 error code. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminants throughout the device.